Event description:
Dear FDA, I am writing to report a potentially unsafe medical device that I purchased from amazon.com. The product is an oxygen concentrator, and the purchase link is as follows: https://www.amazon.com/dp/b0cr8yvwk3. After using this product, I experienced severe allergic reactions throughout my body, manifesting as numerous red rashes on my skin. I am deeply concerned about the safety of this device and whether it meets the necessary standards for medical equipment. During my examination of the product packaging, I was unable to find any FDA certification or testing reports, which are crucial for verifying the safety and effectiveness of medical devices. Therefore, I have reasonable doubts about the qualification of this oxygen concentrator. I kindly request that you investigate this matter promptly and request the seller to provide the necessary FDA certification and testing reports. If the product is found to be unqualified, I urge you to urge amazon to take immediate action to remove it from their platform to protect the safety of other consumers. Furthermore, as a victim of this potentially unsafe product, I would appreciate it if the seller could compensate me for any medical expenses incurred due to the allergic reactions caused by this oxygen concentrator. I understand that the FDA plays a crucial role in ensuring the safety of medical devices in the united states, and I am confident that you will take the necessary steps to address this issue. Thank you for your attention to this matter, and I look forward to your prompt response.